Event description:
It was reported that the patient was originally implanted with this neurostimulator in may, but the incision was not healing. A battery swap was performed as the previous battery site was open and exposed. X-rays were taken to show the integrity of the lead and their motor responses were tested and all were under 2 amps. The patient later explanted entirely on 23jul2025 because their incision was not healing for a second time. The patient stated that they felt fine but was frustrated because their trial worked well. The patient was on numerous doses of antibiotics. Erosion and kidney issues were noted. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence and pocket erosion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was originally implanted with this neurostimulator in (B)(6), but the incision was not healing. A battery swap was performed as the previous battery site was open and exposed. X-rays were taken to show the integrity of the lead and their motor responses were tested and all were under 2 amps. The patient later explanted entirely on (B)(6) 2025 because their incision was not healing for a second time. The patient stated that they felt fine but was frustrated because their trial worked well. The patient was on numerous doses of antibiotics. Erosion and kidney issues were noted. There were no additional patient complications.

Event description:
It was reported that the patient was originally implanted with this neurostimulator in may, but the incision was not healing. A battery swap was performed as the previous battery site was open and exposed. X-rays were taken to show the integrity of the lead and their motor responses were tested and all were under 2 amps. The patient later explanted entirely on (B)(6) 2025 because their incision was not healing for a second time. The patient stated that they felt fine but was frustrated because their trial worked well. The patient was on numerous doses of antibiotics. Erosion was noted. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Corrections: b5 updated. H6 updated. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence and pocket erosion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.